Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("infection (pelvic inflammation)"), uterine perforation ("essure device had migrated and punctured uterus/migration of essure (punctured uterus)"), genital haemorrhage ("abnormal bleeding") and pelvic pain ("chronic pelvic pain") in a 22-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6), the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), infection ("multiple infections"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and bacterial infection ("bacterial infection"). The patient was treated with surgery (hysterectomy to remove essure and oophorectomy (one side)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, uterine perforation, genital haemorrhage, pelvic pain, infection, dysmenorrhoea, menorrhagia, abdominal pain, allergy to metals, vaginal haemorrhage, bacterial infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, allergy to metals, bacterial infection, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, pelvic inflammatory disease, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 3-mar-2018: reporter information was added. This case concerns 22 year old patient. Following events were added: infection (pelvic inflammation), abnormal bleeding (vaginal), bacterial infection and dyspareunia. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had migrated and punctured uterus"), genital haemorrhage ("abnormal bleeding") and pelvic pain ("chronic pelvic pain") in a female patient who received essure (ess205) for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), infection ("multiple infections"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2014). Essure (ess205) was withdrawn. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, infection, dysmenorrhoea, menorrhagia, abdominal pain and allergy to metals outcome was unknown. The reporter considered uterine perforation, genital haemorrhage, pelvic pain, infection, dysmenorrhoea, menorrhagia, abdominal pain and allergy to metals to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment this litigation case report refers to a plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007, and reported adverse events, including essure device had migrated and punctured uterus, chronic pelvic pain and abnormal bleeding (seen as genital bleeding). The plaintiff was submitted to a hysterectomy to remove essure on (B)(6) 2014. Uterine perforation may occur with any trans-cervical intrauterine procedure. It may occur most often during insertion. In this particular case, the exact date and mechanism of uterine perforation is not known. Pelvic pain, abnormal genital bleeding and menses pattern changes are described among essure users. The pelvic pain could also be a consequence from uterine perforation. This case was classified as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Follow up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had migrated and punctured uterus"), genital haemorrhage ("abnormal bleeding") and pelvic pain ("chronic pelvic pain") in a female patient who received essure (ess205) for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), infection ("multiple infections"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2014). Essure (ess205) was withdrawn. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, infection, dysmenorrhoea, menorrhagia, abdominal pain and allergy to metals outcome was unknown. The reporter considered uterine perforation, genital haemorrhage, pelvic pain, infection, dysmenorrhoea, menorrhagia, abdominal pain and allergy to metals to be related to essure (ess205). Company causality comment: this litigation case report refers to a plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007, and reported adverse events, including essure device had migrated and punctured uterus, chronic pelvic pain and abnormal bleeding (seen as genital bleeding). The plaintiff was submitted to a hysterectomy to remove essure on (B)(6) 2014. Uterine perforation may occur with any trans-cervical intrauterine procedure. It may occur most often during insertion. In this particular case, the exact date and mechanism of uterine perforation is not known. Pelvic pain, abnormal genital bleeding and menses pattern changes are described among essure users. The pelvic pain could also be a consequence from uterine perforation. This case was classified as incident since device removal was required. Follow up information will be obtained through the litigation process. A product technical analysis is being sought.